Event description:
It was reported that during a procedure, the surgeon attempted to peel away one layer of the peel away lens. All of the layers detached from the hood. There was a 30 minute delay while the replacement was located and donned. There were no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device was discarded at the account. The investigation is ongoing and a follow up report will be filed when the investigation is complete.